Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that random malfunction alarm occurred. Customer restart the pump, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.